Event description:
Caller reported that the t:slim x2 pump battery would not charge, which was associated with a power source alert, specifically alert 07. Despite initial issues, there was no adverse impact on the customer's blood glucose level, and the pump did not shut down or become inoperable. To resolve the issue, the customer changed the charging supplies, using a non-tandem wall adapter and a tandem charging cable, which led to the pump beginning to charge again, and no further assistance was needed.